Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5040314) on 18-may-2015. The most recent information was received on 30-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and the first episode of allergy to metals ("allergic to nickel") in a 28-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: seasonique pills from 2007 to 2008 and nuva ring. Concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 7 days after insertion of essure, the patient experienced dysmenorrhoea ("menstrual pain"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), gingival bleeding ("gums bleeding") and stomatitis ("inflammation in mouth"). In (B)(6) 2010, the patient experienced hot flush ("hot flashes"), feeling abnormal ("brain fog") and amnesia ("amnesia"). On (B)(6) 2016, the patient experienced menorrhagia ("heavy cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("itchy dry skin") and acne ("horrible breakouts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of allergy to metals (seriousness criterion medically significant), arthralgia ("joint pain"), alopecia ("hair loss"), rash ("skin rash"), dyspareunia ("painful intercourse"), dysgeusia ("metal taste in mouth"), nausea ("nausea"), the second episode of allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), hernia ("hernia"), gastrooesophageal reflux disease ("acid reflux"), irritable bowel syndrome ("ibs"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("legs pain"), abdominal distension ("bloating"), abdominal pain ("sharp stabbing abdomen pain") and gastric disorder ("gastric problem"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, arthralgia, dysmenorrhoea, menorrhagia, rash, dyspareunia, hot flush, vaginal haemorrhage, pruritus, acne, nausea, feeling abnormal, amnesia, tooth disorder, the last episode of allergy to metals, vaginal discharge, fatigue, weight increased, hernia, gastrooesophageal reflux disease, gingival bleeding, stomatitis, irritable bowel syndrome, abdominal pain lower and pain in extremity outcome was unknown, the alopecia, dysgeusia, abdominal pain and gastric disorder had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, amnesia, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastric disorder, gastrooesophageal reflux disease, gingival bleeding, hernia, hot flush, irritable bowel syndrome, menorrhagia, nausea, pain in extremity, pelvic pain, pruritus, rash, stomatitis, tooth disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, abdominal pain, allergic to nickel, rashes, loss of hair, abdominal bloating, amnesia, brain fog, dyspareunia, menorrhagia,migraine and headache quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further company follow-up with the consumer, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-mar-2018: plaintiff fact sheet- all relevant medical record, concurrent condition, concomitant medication were added. Hot flashes, abnormal bleeding (vaginal, menorrhagia), metal taste in mouth, itchy dry skin and horrible breakouts, acne, nausea, brain fog, amnesia, dental problems, nickel allergy, vaginal discharge, fatigue, weight gain, hernia and acid reflux, hair loss were added. Follow-up 6 and 7 processed together on 2-apr-2018: follow-up 6 and 7 processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5040314) on 18-may-2015. The most recent information was received on 22-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device, location of device ¿ pelvis") and the first episode of allergy to metals ("allergic to nickel") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: seasonique pills from 2007 to 2008 and nuva ring. Concurrent conditions included body mass index normal, amnesia and menopausal symptoms. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 7 days after insertion of essure, the patient experienced dysmenorrhoea ("menstrual pain"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), gingival bleeding ("gums bleeding") and stomatitis ("inflammation in mouth"). In (B)(6) 2010, the patient experienced hot flush ("hot flashes"), feeling abnormal ("brain fog") and amnesia ("amnesia"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("itchy dry skin") and acne ("horrible breakouts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of allergy to metals (seriousness criterion medically significant), arthralgia ("joint pain"), alopecia ("hair loss"), rash ("skin rash"), dyspareunia ("painful intercourse"), dysgeusia ("metal taste in mouth"), nausea ("nausea"), the second episode of allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), hernia ("hernia"), gastrooesophageal reflux disease ("acid reflux"), irritable bowel syndrome ("ibs"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("legs pain"), abdominal distension ("bloating"), abdominal pain ("sharp stabbing abdomen pain") and gastric disorder ("gastric problem"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, arthralgia, dysmenorrhoea, menorrhagia, rash, dyspareunia, hot flush, vaginal haemorrhage, pruritus, acne, nausea, feeling abnormal, amnesia, tooth disorder, the last episode of allergy to metals, vaginal discharge, fatigue, weight increased, hernia, gastrooesophageal reflux disease, gingival bleeding, stomatitis, irritable bowel syndrome, abdominal pain lower and pain in extremity outcome was unknown, the alopecia, dysgeusia, abdominal pain and gastric disorder had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, amnesia, arthralgia, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastric disorder, gastrooesophageal reflux disease, gingival bleeding, hernia, hot flush, irritable bowel syndrome, menorrhagia, nausea, pain in extremity, pelvic pain, pruritus, rash, stomatitis, tooth disorder, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion; in 2016: coils in my pelvis. An unspecified date, gi (understood as gastrointestinal) and ob (understood as obstetrics) test came back normal. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, abdominal pain, allergic to nickel, rashes, loss of hair, abdominal bloating, amnesia, brain fog, dyspareunia, menorrhagia,migraine and headache. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further company follow-up with the consumer, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-jun-2018: event "migration of essure device, location of device ¿ pelvis" , lab data added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device, location of device ¿ pelvis / bilaterally essure coils in the pelvis") and the first episode of allergy to metals ("allergic to nickel/ nickel allergy") in a 28-year-old female patient who had essure (batch no. 753646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty, pregnancy and gestational diabetes. On an unspecified date, gi (understood as gastrointestinal) and ob (understood as obstetrics) test came back normal. On (B)(6) 2016 essure confirmation test conducted. Previously administered products included for an unreported indication: seasonique pills from 2007 to 2008, nuva ring and mirena. Past adverse reactions to the above products included amenorrhoea with mirena. Concurrent conditions included body mass index normal, amnesia, menopausal symptoms, dysfunctional uterine bleeding, endometriosis, vaginitis and ovarian cyst. Concomitant products included ascorbic acid;beta vulgaris root;iron amino acid chelate;rosa canina fruit;rubus idaeus leaf (iron supplement with vit c & herbs) since 2014, cholecalciferol (vitamin d3) since 2016, minerals nos;vitamins nos (prenatal vitamins) since 2010, progesterone (progesterone) since 2016 and testosterone since 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("menstrual pain / dysmenorrhea (cramping)"), 7 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the first episode of allergy to metals (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth") and the second episode of allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), gingival bleeding ("gums bleeding") and stomatitis ("inflammation in mouth"). In (B)(6) 2010, the patient experienced amnesia ("neurological conditions or problems type: amnesia"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2010, the patient experienced hot flush ("hot flashes") and feeling abnormal ("brain fog"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), cystitis ("infection (bladder / urinary tract / vaginal) - type:"), urinary tract infection ("infection (bladder / urinary tract / vaginal) - type:") and vaginal infection ("infection (bladder / urinary tract / vaginal) - type:"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy cycles/ menorrhagia / abnormal bleeding (menorrhagia )"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("rash or skin conditions - type: itchy dry skin"), dry skin ("rash or skin conditions - type: itchy dry skin") and acne ("horrible breakouts / rash or skin conditions - type: acne"). On an unknown date, the patient experienced rash ("skin rash"). On an unknown date, the patient experienced arthralgia ("joint pain"), hernia ("hernia"), gastrooesophageal reflux disease ("acid reflux"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("legs pain"), abdominal distension ("bloating"), abdominal pain ("sharp stabbing abdomen pain") and gastric disorder ("gastric problem"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, arthralgia, dysmenorrhoea, menorrhagia, rash, dyspareunia, hot flush, vaginal haemorrhage, pruritus, dry skin, acne, nausea, feeling abnormal, amnesia, tooth disorder, the last episode of allergy to metals, vaginal discharge, fatigue, weight increased, hernia, gastrooesophageal reflux disease, gingival bleeding, stomatitis, irritable bowel syndrome, abdominal pain lower, pain in extremity, cystitis, urinary tract infection and vaginal infection outcome was unknown, the alopecia, dysgeusia, abdominal pain and gastric disorder had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, amnesia, arthralgia, cystitis, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastric disorder, gastrooesophageal reflux disease, gingival bleeding, hernia, hot flush, irritable bowel syndrome, menorrhagia, nausea, pain in extremity, pelvic pain, pruritus, rash, stomatitis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: discrepancy in date of birth (B)(6) 1982 and (B)(6) 1982. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion; in 2016: results: coils in my pelvis. Ultrasound scan vagina - on (B)(6) 2016: migration of essure device. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, abdominal pain, allergic to nickel, rashes, loss of hair, abdominal bloating, amnesia, brain fog, dyspareunia, menorrhagia,migraine, dysmenorrhea, and headache quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("migration of essure device, location of device ¿ pelvis / bilaterally essure coils in the pelvis") and the first episode of allergy to metals ("allergic to nickel/ nickel allergy") in a 28-year-old female patient who had essure (batch no. 753646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty, pregnancy and gestational diabetes. On an unspecified date, gi (understood as gastrointestinal) and ob (understood as obstetrics) test came back normal. On (B)(6) 2016 essure confirmation test conducted. Previously administered products included for an unreported indication: seasonique pills from 2007 to 2008, nuva ring and mirena. Past adverse reactions to the above products included amenorrhoea with mirena. Concurrent conditions included body mass index normal, amnesia, menopausal symptoms, dysfunctional uterine bleeding, endometriosis, vaginitis and ovarian cyst. Concomitant products included ascorbic acid;beta vulgaris root;iron amino acid chelate;rosa canina fruit;rubus idaeus leaf (iron supplement with vit c & herbs) since 2014, colecalciferol (vitamin d3) since 2016, minerals nos;vitamins nos (prenatal vitamins) since 2010, progesterone (progesteron) since 2016 and testosterone since 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("menstrual pain / dysmenorrhea (cramping)"), 7 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the first episode of allergy to metals (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth") and the second episode of allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), gingival bleeding ("gums bleeding") and stomatitis ("inflammation in mouth"). In (B)(6) 2010, the patient experienced amnesia ("neurological conditions or problems type: amnesia"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2010, the patient experienced hot flush ("hot flashes") and feeling abnormal ("brain fog"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), cystitis ("infection (bladder / urinary tract / vaginal) - type:"), urinary tract infection ("infection (bladder / urinary tract / vaginal) - type:") and vaginal infection ("infection (bladder / urinary tract / vaginal) - type:"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy cycles/ menorrhagia / abnormal bleeding (menorrhagia )"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("rash or skin conditions - type: itchy dry skin"), dry skin ("rash or skin conditions - type: itchy dry skin") and acne ("horrible breakouts / rash or skin conditions - type: acne"). On an unknown date, the patient experienced rash ("skin rash"). On an unknown date, the patient experienced arthralgia ("joint pain"), hernia ("hernia"), gastrooesophageal reflux disease ("acid reflux"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("legs pain"), abdominal distension ("bloating"), abdominal pain ("sharp stabbing abdomen pain") and gastric disorder ("gastric problem"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, arthralgia, dysmenorrhoea, menorrhagia, rash, dyspareunia, hot flush, vaginal haemorrhage, pruritus, dry skin, acne, nausea, feeling abnormal, amnesia, tooth disorder, the last episode of allergy to metals, vaginal discharge, fatigue, weight increased, hernia, gastrooesophageal reflux disease, gingival bleeding, stomatitis, irritable bowel syndrome, abdominal pain lower, pain in extremity, cystitis, urinary tract infection and vaginal infection outcome was unknown, the alopecia, dysgeusia, abdominal pain and gastric disorder had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, amnesia, arthralgia, cystitis, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastric disorder, gastrooesophageal reflux disease, gingival bleeding, hernia, hot flush, irritable bowel syndrome, menorrhagia, nausea, pain in extremity, pelvic pain, pruritus, rash, stomatitis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: discrepancy in date of birth (B)(6) 1982 and (B)(6) 1982. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion; in 2016: results: coils in my pelvis.. Ultrasound scan vagina - on (B)(6) 2016: migration of essure device. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, abdominal pain, allergic to nickel, rashes, loss of hair, abdominal bloating, amnesia, brain fog, dyspareunia, menorrhagia,migraine, dysmenorrhea, and headache further company follow-up with the consumer, regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-jan-2019: plaintiff fact sheet received. Lot number added. Events added from pfs- infection (bladder / urinary tract / vaginal). Onset date of events were updated. Treatment and concomitant drugs, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5040314) on 18-may-2015. The most recent information was received on 10-aug-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and allergy to metals ("allergic to nickel") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criterion medically significant), arthralgia ("joint pain"), alopecia ("hair loss"), dysmenorrhoea ("menstrual pain"), menorrhagia ("heavy cycles"), rash ("skin rash") and dyspareunia ("painful intercourse"). The patient was treated with surgery (surgical removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, arthralgia, alopecia, dysmenorrhoea, menorrhagia, rash and dyspareunia outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and rash to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-aug-2017: legal document (summons) received: reporter information updated, essure removal date and events skin rash, pelvic pain, painful intercourse added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration of essure device, location of device ¿ pelvis / bilaterally essure coils in the pelvis') in a 28-year-old female patient who had essure (batch no. 753646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty, pregnancy and gestational diabetes. On an unspecified date, gi (understood as gastrointestinal) and ob (understood as obstetrics) test came back normal. On (B)(6) 2016 essure confirmation test conducted. Previously administered products included for an unreported indication: seasonique pills from 2007 to 2008, nuva ring and mirena. Past adverse reactions to the above products included amenorrhoea with mirena. Concurrent conditions included body mass index normal, amnesia, menopausal symptoms, dysfunctional uterine bleeding, endometriosis, vaginitis and ovarian cyst. Concomitant products included ascorbic acid; beta vulgaris root;iron amino acid chelate; rosa canina fruit; rubus idaeus leaf (iron supplement with vit c & herbs) since 2014, cholecalciferol (vitamin d3) since 2016, minerals nos;vitamins nos (prenatal vitamins) since 2010, progesterone (progesteron) since 2016 and testosterone since 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("menstrual pain / dysmenorrhea (cramping)"), 7 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the first episode of allergy to metals ("allergic to nickel/ nickel allergy"). In (B)(6) 2010, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth") and the second episode of allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), gingival bleeding ("gums bleeding") and stomatitis ("inflammation in mouth"). In (B)(6) 2010, the patient experienced amnesia ("neurological conditions or problems type: amnesia"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2010, the patient experienced hot flush ("hot flashes") and feeling abnormal ("brain fog"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), cystitis ("infection (bladder / urinary tract / vaginal) - type:"), urinary tract infection ("infection (bladder / urinary tract / vaginal) - type:") and vaginal infection ("infection (bladder / urinary tract / vaginal) - type:"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy cycles/ menorrhagia / abnormal bleeding (menorrhagia )"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("rash or skin conditions - type: itchy dry skin"), dry skin ("rash or skin conditions - type: itchy dry skin") and acne ("horrible breakouts / rash or skin conditions - type: acne"). On an unknown date, the patient experienced rash ("skin rash"). On an unknown date, the patient experienced arthralgia ("joint pain"), hernia ("hernia"), gastrooesophageal reflux disease ("acid reflux"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("legs pain"), abdominal distension ("bloating"), abdominal pain ("sharp stabbing abdomen pain"), gastric disorder ("gastric problem"), renal pain ("it was very big my right kidney "), hepatic pain ("liver pain"), biliary colic ("gallbladder pain"), nephrolithiasis ("I had a kidney stone") and contusion ("bruise") and was found to have hepatic enzyme increased ("liver enzyme out of whack"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, arthralgia, dysmenorrhoea, menorrhagia, rash, dyspareunia, hot flush, vaginal haemorrhage, pruritus, dry skin, acne, nausea, feeling abnormal, amnesia, tooth disorder, the last episode of allergy to metals, vaginal discharge, fatigue, weight increased, hernia, gastrooesophageal reflux disease, gingival bleeding, stomatitis, irritable bowel syndrome, abdominal pain lower, pain in extremity, cystitis, urinary tract infection, vaginal infection, renal pain, hepatic pain, biliary colic, nephrolithiasis, hepatic enzyme increased and contusion outcome was unknown, the alopecia, dysgeusia, abdominal pain and gastric disorder had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, amnesia, arthralgia, biliary colic, contusion, cystitis, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastric disorder, gastrooesophageal reflux disease, gingival bleeding, hepatic enzyme increased, hepatic pain, hernia, hot flush, irritable bowel syndrome, menorrhagia, nausea, nephrolithiasis, pain in extremity, pelvic pain, pruritus, rash, renal pain, stomatitis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: discrepancy in date of birth (B)(6) 1982. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion; in 2016: results: coils in my pelvis. Ultrasound scan vagina - on (B)(6) 2016: migration of essure device. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, abdominal pain, allergic to nickel, rashes, loss of hair, abdominal bloating, amnesia, brain fog, dyspareunia, menorrhagia, migraine, dysmenorrhea, and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration of essure device, location of device ¿ pelvis / bilaterally essure coils in the pelvis') in a 28-year-old female patient who had essure (batch no. 753646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty, pregnancy and gestational diabetes. On an unspecified date, gi (understood as gastrointestinal) and ob (understood as obstetrics) test came back normal. On (B)(6) 2016 essure confirmation test conducted. Previously administered products included for an unreported indication: seasonique pills from 2007 to 2008, nuva ring and mirena. Past adverse reactions to the above products included amenorrhoea with mirena. Concurrent conditions included body mass index normal, amnesia, menopausal symptoms, dysfunctional uterine bleeding, endometriosis, vaginitis and ovarian cyst. Concomitant products included ascorbic acid;beta vulgaris root;iron amino acid chelate;rosa canina fruit;rubus idaeus leaf (iron supplement with vit c & herbs) since 2014, colecalciferol (vitamin d3) since 2016, minerals nos;vitamins nos (prenatal vitamins) since 2010, progesterone (progesteron) since 2016 and testosterone since 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("menstrual pain / dysmenorrhea (cramping)"), 7 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the first episode of allergy to metals ("allergic to nickel/ nickel allergy"). In (B)(6) 2010, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth") and the second episode of allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), gingival bleeding ("gums bleeding") and stomatitis ("inflammation in mouth"). In (B)(6) 2010, the patient experienced amnesia ("neurological conditions or problems type: amnesia"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2010, the patient experienced hot flush ("hot flashes") and feeling abnormal ("brain fog"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), cystitis ("infection (bladder / urinary tract / vaginal) - type:"), urinary tract infection ("infection (bladder / urinary tract / vaginal) - type:") and vaginal infection ("infection (bladder / urinary tract / vaginal) - type:"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy cycles/ menorrhagia / abnormal bleeding (menorrhagia )"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("rash or skin conditions - type: itchy dry skin"), dry skin ("rash or skin conditions - type: itchy dry skin") and acne ("horrible breakouts / rash or skin conditions - type: acne"). On an unknown date, the patient experienced rash ("skin rash"). On an unknown date, the patient experienced arthralgia ("joint pain"), hernia ("hernia"), gastrooesophageal reflux disease ("acid reflux"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("legs pain"), abdominal distension ("bloating"), abdominal pain ("sharp stabbing abdomen pain"), gastric disorder ("gastric problem"), renal pain ("it was very big my right kidney "), hepatic pain ("liver pain"), biliary colic ("gallbladder pain") and nephrolithiasis ("I had a kidney stone"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, arthralgia, dysmenorrhoea, menorrhagia, rash, dyspareunia, hot flush, vaginal haemorrhage, pruritus, dry skin, acne, nausea, feeling abnormal, amnesia, tooth disorder, the last episode of allergy to metals, vaginal discharge, fatigue, weight increased, hernia, gastrooesophageal reflux disease, gingival bleeding, stomatitis, irritable bowel syndrome, abdominal pain lower, pain in extremity, cystitis, urinary tract infection, vaginal infection, renal pain, hepatic pain, biliary colic and nephrolithiasis outcome was unknown, the alopecia, dysgeusia, abdominal pain and gastric disorder had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, amnesia, arthralgia, biliary colic, cystitis, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastric disorder, gastrooesophageal reflux disease, gingival bleeding, hepatic pain, hernia, hot flush, irritable bowel syndrome, menorrhagia, nausea, nephrolithiasis, pain in extremity, pelvic pain, pruritus, rash, renal pain, stomatitis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: discrepancy in date of birth (B)(6) 1982 and (B)(6) 1982. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion; in 2016: results: coils in my pelvis.. Ultrasound scan vagina - on (B)(6) 2016: migration of essure device. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, abdominal pain, allergic to nickel, rashes, loss of hair, abdominal bloating, amnesia, brain fog, dyspareunia, menorrhagia,migraine, dysmenorrhea, and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet received :- new reporter information and new event added liver pain, kidneys pain, gallbladder pain, kidney stone. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5040314) on 18-may-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration of essure device, location of device ¿ pelvis / bilaterally essure coils in the pelvis') in a 28-year-old female patient who had essure (batch no. 753646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty, pregnancy and gestational diabetes. On an unspecified date, gi (understood as gastrointestinal) and ob (understood as obstetrics) test came back normal. On (B)(6) 2016 essure confirmation test conducted. Previously administered products included for an unreported indication: seasonique pills from 2007 to 2008, nuva ring and mirena. Past adverse reactions to the above products included amenorrhoea with mirena. Concurrent conditions included body mass index normal, amnesia, menopausal symptoms, dysfunctional uterine bleeding, endometriosis, vaginitis and ovarian cyst. Concomitant products included ascorbic acid;beta vulgaris root;iron amino acid chelate;rosa canina fruit;rubus idaeus leaf (iron supplement with vit c & herbs) since 2014, colecalciferol (vitamin d3) since 2016, minerals nos;vitamins nos (prenatal vitamins) since 2010, progesterone (progesteron) since 2016 and testosterone since 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("menstrual pain / dysmenorrhea (cramping)"), 7 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the first episode of allergy to metals ("allergic to nickel/ nickel allergy"). In (B)(6) 2010, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth") and the second episode of allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On(B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), gingival bleeding ("gums bleeding") and stomatitis ("inflammation in mouth"). In (B)(6) 2010, the patient experienced amnesia ("neurological conditions or problems type: amnesia"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2010, the patient experienced hot flush ("hot flashes") and feeling abnormal ("brain fog"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), cystitis ("infection (bladder / urinary tract / vaginal) - type:"), urinary tract infection ("infection (bladder / urinary tract / vaginal) - type:") and vaginal infection ("infection (bladder / urinary tract / vaginal) - type:"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy cycles/ menorrhagia / abnormal bleeding (menorrhagia )"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("rash or skin conditions - type: itchy dry skin"), dry skin ("rash or skin conditions - type: itchy dry skin") and acne ("horrible breakouts / rash or skin conditions - type: acne"). On an unknown date, the patient experienced rash ("skin rash"). On an unknown date, the patient experienced arthralgia ("joint pain"), hernia ("hernia"), gastrooesophageal reflux disease ("acid reflux"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("legs pain"), abdominal distension ("bloating"), abdominal pain ("sharp stabbing abdomen pain"), gastric disorder ("gastric problem"), renal pain ("it was very big my right kidney "), hepatic pain ("liver pain"), biliary colic ("gallbladder pain") and nephrolithiasis ("I had a kidney stone") and was found to have hepatic enzyme increased ("liver enzyme out of whack"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, arthralgia, dysmenorrhoea, menorrhagia, rash, dyspareunia, hot flush, vaginal haemorrhage, pruritus, dry skin, acne, nausea, feeling abnormal, amnesia, tooth disorder, the last episode of allergy to metals, vaginal discharge, fatigue, weight increased, hernia, gastrooesophageal reflux disease, gingival bleeding, stomatitis, irritable bowel syndrome, abdominal pain lower, pain in extremity, cystitis, urinary tract infection, vaginal infection, renal pain, hepatic pain, biliary colic, nephrolithiasis and hepatic enzyme increased outcome was unknown, the alopecia, dysgeusia, abdominal pain and gastric disorder had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, amnesia, arthralgia, biliary colic, cystitis, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastric disorder, gastrooesophageal reflux disease, gingival bleeding, hepatic enzyme increased, hepatic pain, hernia, hot flush, irritable bowel syndrome, menorrhagia, nausea, nephrolithiasis, pain in extremity, pelvic pain, pruritus, rash, renal pain, stomatitis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: discrepancy in date of birth (B)(6) 1982 and (B)(6) 1982. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion; in 2016: results: coils in my pelvis. Ultrasound scan vagina - on (B)(6) 2016: migration of essure device. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, abdominal pain, allergic to nickel, rashes, loss of hair, abdominal bloating, amnesia, brain fog, dyspareunia, menorrhagia,migraine, dysmenorrhea, and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event liver enzyme increased was added. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(6)) on 18-may-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration of essure device, location of device: pelvis bilaterally essure coils in the pelvis'). In a 28-year-old female patient who had essure (batch no. 753646), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: augmentation mammoplasty, pregnancy and gestational diabetes. On an unspecified date, gi (understood as gastrointestinal) and ob (understood as obstetrics) test came back normal. On (B)(6) 2016 essure confirmation test conducted. Previously administered products included: for an unreported indication: seasonique pills from 2007 to 2008, nuva ring and mirena. Past adverse reactions to the above products included: amenorrhoea with mirena. Concurrent conditions included: body mass index normal, amnesia, menopausal symptoms, dysfunctional uterine bleeding, endometriosis, vaginitis and ovarian cyst. Concomitant products included: ascorbic acid; beta vulgaris root; iron amino acid chelate; rosa canina fruit; rubus idaeus leaf (iron supplement with vit c & herbs) since 2014, colecalciferol (vitamin d3) since 2016, minerals nos; vitamins nos (prenatal vitamins) since 2010, progesterone (progesteron) since 2016 and testosterone since 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("menstrual pain / dysmenorrhea (cramping)"), 7 days after insertion of essure. In (B)(6) 2010, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), and the first episode of allergy to metals ("allergic to nickel/ nickel allergy"). In (B)(6) 2010, the patient experienced, dysgeusia ("allergic or hypersensitivity, reaction type: metal taste in mouth"), and the second episode of allergy to metals ("nickel allergy"). And was found to have weight increased ("weight gain / loss, specify which one: weight gain"). On (B)(6) 2010, the patient experienced, fatigue ("fatigue"). On (B)(6) 2010, the patient experienced, tooth disorder ("dental problems"), gingival bleeding ("gums bleeding") and stomatitis ("inflammation in mouth"). In (B)(6) 2010, the patient experienced, amnesia ("neurological conditions or problems type: amnesia"). In (B)(6) 2010, the patient experienced, alopecia ("hair loss"). In (B)(6) 2010, the patient experienced, dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and irritable bowel syndrome ("gastrointestinal or digestive system, condition type: ibs"). In (B)(6) 2010, the patient experienced, hot flush ("hot flashes") and feeling abnormal ("brain fog"). In (B)(6) 2012, the patient experienced, nausea ("nausea"). In (B)(6) 2013, the patient experienced, vaginal discharge ("vaginal discharge"), cystitis ("infection (bladder / urinary tract / vaginal), type:"), urinary tract infection ("infection (bladder / urinary tract / vaginal), type:") and vaginal infection ("infection (bladder / urinary tract / vaginal), type:"). On (B)(6) 2016, the patient experienced, device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy cycles/ menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("rash or skin conditions,type: itchy dry skin"), dry skin ("rash or skin conditions,type: itchy dry skin") and acne ("horrible breakouts / rash or skin conditions, type: acne"). On an unknown date, the patient experienced, rash ("skin rash"). On an unknown date, the patient experienced, arthralgia ("joint pain"), hernia ("hernia"), gastrooesophageal reflux disease ("acid reflux"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("legs pain"), abdominal distension ("bloating"), abdominal pain ("sharp stabbing abdomen pain"), gastric disorder ("gastric problem"), renal pain ("it was very big my right kidney "), hepatic pain ("liver pain"), biliary colic ("gallbladder pain"), nephrolithiasis ("I had a kidney stone") and contusion ("bruise"). And was found to have hepatic enzyme increased ("liver enzyme out of whack"). The patient was treated with antibiotics. And surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, arthralgia, dysmenorrhoea, menorrhagia, rash, dyspareunia, hot flush, vaginal haemorrhage, pruritus, dry skin, acne, nausea, feeling abnormal, amnesia, tooth disorder, the last episode of allergy to metals, vaginal discharge, fatigue, weight increased, hernia, gastrooesophageal reflux disease, gingival bleeding, stomatitis, irritable bowel syndrome, abdominal pain lower, pain in extremity, cystitis, urinary tract infection, vaginal infection, renal pain, hepatic pain, biliary colic, nephrolithiasis, hepatic enzyme increased and contusion outcome was unknown. The alopecia, dysgeusia, abdominal pain and gastric disorder had resolved. And the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, amnesia, arthralgia, biliary colic, contusion, cystitis, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastric disorder, gastrooesophageal reflux disease, gingival bleeding, hepatic enzyme increased, hepatic pain, hernia, hot flush, irritable bowel syndrome, menorrhagia, nausea, nephrolithiasis, pain in extremity, pelvic pain, pruritus, rash, renal pain, stomatitis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: discrepancy in date of birth (B)(6)1982. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 21.9 kg/sqm. Hysterosalpingogram: in (B)(6) 2010, results: total bilateral occlusion. In 2016, results: coils in my pelvis. Ultrasound scan: vagina on (B)(6) 2016, migration of essure device. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events, pelvic pain, abdominal pain, allergic to nickel, rashes, loss of hair, abdominal bloating, amnesia, brain fog, dyspareunia, menorrhagia,migraine, dysmenorrhea, and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020, content from plaintiff fact sheet received: event was added bruise. Reporter added. A technical investigation will be conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5040314) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration of essure device, location of device ¿ pelvis / bilaterally essure coils in the pelvis') in a 28-year-old female patient who had essure (batch no. 753646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty, pregnancy and gestational diabetes. On an unspecified date, gi (understood as gastrointestinal) and ob (understood as obstetrics) test came back normal. On (B)(6) 2016 essure confirmation test conducted. Previously administered products included for an unreported indication: seasonique pills from 2007 to 2008, nuva ring and mirena. Past adverse reactions to the above products included amenorrhoea with mirena. Concurrent conditions included body mass index normal, amnesia, menopausal symptoms, dysfunctional uterine bleeding, endometriosis, vaginitis and ovarian cyst. Concomitant products included ascorbic acid;beta vulgaris root;iron amino acid chelate;rosa canina fruit;rubus idaeus leaf (iron supplement with vit c & herbs) since 2014, colecalciferol (vitamin d3) since 2016, minerals nos;vitamins nos (prenatal vitamins) since 2010, progesterone (progesteron) since 2016 and testosterone since 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("menstrual pain / dysmenorrhea (cramping)"), 7 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and the first episode of allergy to metals ("allergic to nickel/ nickel allergy"). In (B)(6) 2010, the patient experienced dysgeusia ("allergic or hypersensitivity reaction type: metal taste in mouth") and the second episode of allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced tooth disorder ("dental problems"), gingival bleeding ("gums bleeding") and stomatitis ("inflammation in mouth"). In (B)(6) 2010, the patient experienced amnesia ("neurological conditions or problems type: amnesia"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6) 2010, the patient experienced hot flush ("hot flashes") and feeling abnormal ("brain fog"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), cystitis ("infection (bladder / urinary tract / vaginal) - type:"), urinary tract infection ("infection (bladder / urinary tract / vaginal) - type:") and vaginal infection ("infection (bladder / urinary tract / vaginal) - type:"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("heavy cycles/ menorrhagia / abnormal bleeding (menorrhagia )"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pruritus ("rash or skin conditions - type: itchy dry skin"), dry skin ("rash or skin conditions - type: itchy dry skin") and acne ("horrible breakouts / rash or skin conditions - type: acne"). On an unknown date, the patient experienced rash ("skin rash"). On an unknown date, the patient experienced arthralgia ("joint pain"), hernia ("hernia"), gastrooesophageal reflux disease ("acid reflux"), abdominal pain lower ("lower abdomen pain"), pain in extremity ("legs pain"), abdominal distension ("bloating"), abdominal pain ("sharp stabbing abdomen pain"), gastric disorder ("gastric problem"), renal pain ("it was very big my right kidney "), hepatic pain ("liver pain"), biliary colic ("gallbladder pain"), nephrolithiasis ("I had a kidney stone") and contusion ("bruise") and was found to have hepatic enzyme increased ("liver enzyme out of whack"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, arthralgia, dysmenorrhoea, menorrhagia, rash, dyspareunia, hot flush, vaginal haemorrhage, pruritus, dry skin, acne, nausea, feeling abnormal, amnesia, tooth disorder, the last episode of allergy to metals, vaginal discharge, fatigue, weight increased, hernia, gastrooesophageal reflux disease, gingival bleeding, stomatitis, irritable bowel syndrome, abdominal pain lower, pain in extremity, cystitis, urinary tract infection, vaginal infection, renal pain, hepatic pain, biliary colic, nephrolithiasis, hepatic enzyme increased and contusion outcome was unknown, the alopecia, dysgeusia, abdominal pain and gastric disorder had resolved and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, amnesia, arthralgia, biliary colic, contusion, cystitis, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, gastric disorder, gastrooesophageal reflux disease, gingival bleeding, hepatic enzyme increased, hepatic pain, hernia, hot flush, irritable bowel syndrome, menorrhagia, nausea, nephrolithiasis, pain in extremity, pelvic pain, pruritus, rash, renal pain, stomatitis, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: discrepancy in date of birth (B)(6) 1982 and(B)(6) 1982. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion; in 2016: results: coils in my pelvis.. Ultrasound scan vagina - on (B)(6) 2016: migration of essure device. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, abdominal pain, allergic to nickel, rashes, loss of hair, abdominal bloating, amnesia, brain fog, dyspareunia, menorrhagia,migraine, dysmenorrhea, and headache quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer, regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from plaintiff fact sheet received.: event was added- bruise. Reporter added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.